Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was diagnosed with an infection ((B)(6)) at the ipg pocket site. Reportedly, surgical intervention was undertaken during which time the wound site was flushed out and the patient received a PICC line as further treatment. Subsequently, the issue resolved.